Event description:
It was reported that the patient was experiencing inadequate pain relief. It was noted that patient had difficulty charging and communicating the implantable pulse generator (ipg). The patient underwent an implantable pulse generator (ipg) replacement.